Event description:
A report was received that the patient's ipg site had never stop hurting and was tender. The battery was very shallow and becoming more and more irritable. The patient underwent a pocket revision procedure where in the battery was pulled out and was re-implanted with the header sutured.